Event description:
No patient injury. While on a patient the ventilator went inoperative with a high paw and no peep. Settings unknown. Ventilator swapped out and the unit was tested wtih a pre-use check.